Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change, externalized conductors were observed on the rv lead via fluoroscopy. The lead impedance has been stable and within normal range. Lead remains implanted. The patient will continue to be monitored.